Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified and a probable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects coming out of the distal end due to clogging of the channel mount unit and the channel tube. There was no patient involvement.